Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported they wanted to have their device removed and was inquiring about guidelines for removal. The patient was redirected to their healthcare provider for next steps. It was noted they wanted the device removed because it never really helped them in the first place. After 2 years with the second device they turned the device off. Additional information was received from the healthcare provider. They noted the patient had switched urologists, they had only been contacted to remove the device. No further complications were reported or anticipated.